Event description:
It was reported that the patient passed out and received an inappropriate shock due to oversensing. Non-capture and apparent lead fracture were also reported. The lead was explanted and no further patient complications were reported as a result of this event.